Event description:
Hamilton medical ag received the following event description: the device alarmed with tf 5501. Alarm continues after restarting device. No patient involved.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). The report contains also the device evaluation. Hamilton medical ag received the logfiles of the device for analysis. Upon review of the logfiles, the issue reported by the user could be confirmed. The device alarmed with tf5501 on the day of the event. It is important to emphasize that no patient was involved at the time the alarm occurred. Please see below extract from the logfiles. (B)(6) 2025, 11:01:26 standby on special 506. (B)(6) 2025, 11:01:26 nebulizer off special 501. (B)(6) 2025, 11:01:22 intellicuff mode off special 535. (B)(6) 2025, 11:01:21 tf: 5501 tech fault 5501. To address the issue, a replacement sensor board was sent to the user. According to the information received, this resolved the issue. Hamilton medical considers this case closed